Event description:
Info received indicates the brake is not holding at the head end of the bed.

Manufacturer narrative:
The tech found the rocker arm was broken. He replaced the rocker arm, clevis and cotter pins to repair the bed.